Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that one infusion set fell off during use. Blood glucose level observed was 161 mg/dl. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available